Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that the paddle was faulty. There was no patient involvement.

Manufacturer narrative:
Correction: additional narrative, evaluation results code grid, and conclusion code grid have been corrected. This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The field service engineer (fse) evaluated the device onsite and determined that the paddle was faulty due to contamination of paddle tray (dirty). After clearing the paddle tray, the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to the user error. The reported problem was confirmed. The fse determined that the paddle tray was cleaned, and the device returned to full functionality.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The field service engineer (fse) evaluated the device onsite and determined that the paddle was faulty due to contamination of paddle tray (dirty). After clearing the paddle tray, the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to the product maintenance. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse determined that the paddle tray was cleaned, and the device returned to full functionality. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that the paddle was faulty. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart mrx defibrillator monitor indicating that the paddle was faulty. There was no patient involvement.